Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that ¿select boot device" was displayed and the computer did not start up. To resolve the issue, rse instructed the customer to press "esc" on the keyboard, the default (hdd) will be selected, and the device will start up. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at the boot menu. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.